Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and an off no power. The customer¿s blood glucose level was unknown the time of the incident. The customer stated that the insulin pump alarmed off no power without the low battery alert warning and a motor error. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor (gold). Motor passed motor test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or power loss alarm noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. No physical damage to battery cap noted.